Event description:
It was reported the soltive premium superpulsed laser system exhibited error populated several times throughout the procedure. The issue occurred during a therapeutic ureteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.